Event description:
Caller reported nano system blood glucose result of either 161 mg/dl or 162 mg/dl mg/dl, professional system result of 89 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.